Manufacturer narrative:
The field service engineer performed maintenance actions on the analyzer and replaced parts including a printed circuit board assembly, cables, and a valve assembly.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ise indirect na for gen.2 on a cobas 6000 c (501) module. No incorrect results were reported outside of the laboratory. The first sample initially resulted in a na value of 129 mmol/l. The sample was repeated twice, resulting in values of 137 mmol/l and 136 mmol/l. The na electrode lot number was s7333, with an expiration date of 22-nov-2021.

Manufacturer narrative:
The field service engineer replaced a probe valve. The rinse tubing and sample drive were checked. Precision studies were performed and were ok. The electrodes were replaced. No further issues occurred after these actions. The investigation could not identify a product problem. The cause of the event could not be determined.